Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Analyst commented, battery voltage was 2.87 on (B)(6) 2016. The device was returned and analyzed. Analysis revealed no anomalies were found. (B)(4).

Event description:
It was reported that during use the implantable cardioverter defibrillator (ICD) encountered less than one month of battery life even though implanted for four months. The device administered ninety-one shocks and 133 therapies since implant. ICD warranty replacement was requested and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.